Event description:
It was reported to philips that the system's c-arm was unable to move. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred when the patient, experiencing chest discomfort, was set to undergo coronary artery emergency surgery. The procedure was cancelled. The remote service engineer (rse) analysed the system log files and identified errors related to geo ipc. The field service engineer (fse) went onsite and replaced the geo ipc. The defective geo ipc was returned to supplier for further analysis. The analysis confirmed the cause of the issue was due to hdd, resulting communication error. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, serial number, manufacture date, reporting institution name and the reporting address line 1 have been updated.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred when the patient, experiencing chest discomfort, was set to undergo coronary artery emergency surgery. The procedure was cancelled. The remote service engineer (rse) analysed the system log files and identified errors related to geo ipc. The field service engineer (fse) went onsite and replaced the geo ipc. The defective geo ipc was returned to supplier for further analysis. The analysis confirmed the cause of the issue was due to hdd, resulting communication error. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.